Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a battery out limit alarm on the insulin pump. Customer also reported their blood glucose declined to 50 mg/dl. The customer declined to troubleshoot for their low blood glucose. The customer stated the battery out limit alarm occurred during normal use. The customer was advised to monitor the insulin pump. The customer declined to return the insulin pump for analysis.